Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd system during peritoneal dialysis (pd) therapy. This occurred during priming of peritoneal dialysis therapy. The patient was not connected during the time of the event. During troubleshooting, it was reported the solution was leaking out from the middle of the patient line of the amia automated pd cycler set that led to the alarm. Renal therapy services (rts) advised the patient to start over with all new supplies. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation with the heater bag cut off. A visual inspection with the naked eye did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The set was repaired with an in-lab heater bag and machine tested and no alarms occurred. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.